Manufacturer narrative:
One lens was received in an open lens case. The parameters of the open lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. If any further relevant information is received, a supplemental report will be filed. Code 10 ¿ testing of actual/suspected device, code 213 ¿ no device problem found, code 67 ¿ no problem detected.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 08apr2019, a patient (pt) from (B)(6) reported experiencing an allergy in the left eye (os) while wearing acuvue® oasys® brand contact lenses (cl). The pt visited an eye care provider (ecp) and was prescribed cyclodex every 4 hours. On (B)(6) 2019 an email was received from the pt with additional information: the pt reported a diagnosis of bacterial infection. The pt experienced immediate inflammation, discomfort, and foreign body sensation on the eye. On (B)(6) 2019, a call was placed to the pt and additional information was provided: the pt reported that on (B)(6) 2019, one new cl was inserted on the os and the pt immediately experienced foreign body sensation and great discomfort. The pt removed the cl, rinsed it with opti-free solution and re-inserted on the os with the same result. The pt continued to wear the suspect cl that day and at the end of the day the os was inflamed and red. Once the suspect cl was removed, all other symptoms besides redness resolved. On (B)(6) 2019, the pt¿s os was still red and the pt inserted a new cl on the os with no additional symptoms. The pt visited an urgent care eye facility on (B)(6) 2019 and was diagnosed with bacterial infection. The pt was prescribed cyclodex every 4 hours for 7 day and was advised not to wear cls. No follow-up visit was advised. The os redness was resolved within 4 days of using the medication. All symptoms are currently resolved, and the pt has resumed cl wear. The pt reported a 20-day cl replacement, the pt does not sleep in cls, and uses opti-free solution to clean cls. The pt refused to provide the treating ecp contact information. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect os cl was requested for return but has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0034g2 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.